Manufacturer narrative:
The reported event of operation issue was verified in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during a procedure, the pacing lead could not be fixed well due to an operation issue. There was a lead malfunction issue where the lead was a bit hard for the physician to operate and physician thought the lead was hard and not good to place. Patient had many ventricular tachycardia episodes so for the safety of the patient the physician opted to complete the surgery with a new lead. Patient had a stent placed so the myocardial vascular condition is not good. Patient was stable.